Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was fluid in the battery compartment. The customer¿s blood glucose level was unknown. They dried the battery cap and air dried the battery compartment. They inserted a new battery. The battery cap was tight. The display did not return. They were unable to perform the self-test. The product will be returned for analysis.

Manufacturer narrative:
Unit had blank display due to corroded electronic assembly. The motor, force sensor and battery tube was also corroded. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test due to blank display. Unit had scratched case, pillowing keypad overlay and a cracked retainer.